Event description:
It was reported that the patient's pulse generator exhibited error message. The patient was in stable condition.

Event description:
New information received indicates that no intervention was performed.